Event description:
A nurse reported that during a vitrectomy surgery the pressure could not be sustained. The surgery was interrupted and then it could be completed using another device. There was no pt impact. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).